Event description:
Facility reported a leak in the set. A call has been placed to the peritoneal dialysis dept and a voice mail was left (12/9). Placed a second message (12/10) with the peritoneal dialysis dept to call user regarding this incident. 12/10 spoke with the peritoneal dialysis nurse, the pt is on cefazolin for an antibiotic. There is no sign of infection. The registered nurse is doing periodic cell counts. On 12/7 the cell was 1, on 12/6 the cell count was 7. The facility uses a minimum of 50 in the cell count to gauge if infection is present. Cultures were not done. Pt is stable and remains at home. 12/18/98 pt did not develop peritonitis, remains at home.